Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: (B)(6). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: event date: unknown. Device is an instrument and is not implanted/explanted. Manufacturing location: (B)(4), manufacturing date: 27. May 2015, no ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. A product development investigation was performed for the subject device. The device was received as cracked and broken. There is no visible sign of misuse. The handle crack started at the critical cross section at the location of the change of shaft diameter. The break is typical for brittle material and started at the angle of shortest distance showing some force introduction. The start of the crack could have happen due to an extensive hammer impact and propagate upon following hammer strikes. The longitudinal crack could have happened given to torsional stress during nail insertion. Unfortunately, the exact cause cannot be determined. It is possible that a mechanical overload situation led to the damage. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Synthes europe reported an event in (B)(6) as follows: it was reported that an inserter for titanium elastic nails (ten) broke during surgery. Date of surgery is unknown. It is unknown if fragments were generated, what was used to proceed with surgery, and if surgery was successfully completed. No surgical delay and no patient harm reported. This is report number 1 of 1 for complaint (B)(4).